Manufacturer narrative:
An event regarding a periprosthetic fracture involving an accolade stem was reported. The event was confirmed upon clinician review. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised due to a femoral periprosthetic fracture. An accolade ii stem, femoral head, and liner were revised to a competitor stem and head with a trident liner. Rep confirmed there are no allegations against the revised head or liner. Rep reported he has one x-ray, and that no further information will be available.